Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k378774 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Expired product was used for testing. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the following correlation issue while testing on (B)(6) 2016 on the inratio inr system: patient's inratio inr result= 2.7. Physician's inratio inr result= 2.4. Laboratory inr result= 2.1. Therapeutic range: 2.5 - 3.5. The patient reported using expired test strips for both inratio inr tests. The patient reported performing one fingerstick and using the first drop of blood on the patient's inratio system and the second drop on the physician's inratio system.